Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with 20 units of bolus from the pump. The customer was advised of the two high blood glucose rules. The customer was advised to monitor the pump and call back if issues persist. The customer declined to troubleshoot for high readings.